Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by email and fax. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to wrong power per physician. The iol was replaced with a different lens model a half a diopter difference in power. Additional information was provided by the or manager, who reported that the event resolved with the iol exchange.

Manufacturer narrative:
The product was returned adhered by solution to spear tip swabs. Solution is dried on the lens. Optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and a non-qualified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is (B)(4).